Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was observed that the cutter could not be inserted because the bearings were no longer in axial alignment which did not allow the cutter to pass through. The assignable root cause was determined to be due to worn out bearings from normal use and servicing over time. The cause of the craniotome foot being drilled was failure to follow the directions for use, which is user error. When the burr is improperly loaded into the attachment and installed onto the drill, the burr does not seat properly in the locking chamber. The attachment can be forced into position which places the distal tip of the burr in compression. At this point, the tip of the burr is in direct contact with the neuro tip of the attachment. When the drill is started, the burr drills into or through the neuro tip. Therefore, the reported condition was confirmed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the craniotome device had a bent tip and the cutter device could not be inserted. It was noted in the service order that the device bearing was failing. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however it was noted that the event occurred in 2017. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.